Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went completely dead with a blank screen and no button response. The customer's blood glucose was 229 mg/dl. She had already received a new battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube. Unable to verify button keypad anomaly due to the blank display. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.